Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump "completely failed". No further specific information was provided and the customer declined any further follow up.